Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level. The customer had ketones and was in a diabetic ketoacidosis. The customer was nauseous and was vomiting. The customer's high blood glucose level was treated with the insulin pump and insulin drip at the hospital. Customer's blood glucose level was 517 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The high pressure test passed. The device was not returned.